Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 01feb2021.

Event description:
The customer (biomed) called into philips stating that the end user of the device claimed the unit shut off, however the biomed stated he is unable to duplicate the issue. The case notes indicated that the user of the device claimed the unit shut off. A good faith effort was made to the customer who stated this issue was not reported as a patient incident and patient care wasn't delayed. There was no report of patient or user harm and no delay to patient care or treatment. The device was evaluated by the biomed with assistance from a philips remote service engineer (rse). The biomed stated the reported issue was not able to be duplicated and there are no relevant error codes in the event log. The rse advised the biomed to perform a complete performance verification test (pvt) with passing results before placing back into service. A good faith effort was made and the biomed stated he completed the manufacture inspection and found no issues with the unit.